Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump displayed system error 21502 (flange sensor failure). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 21502 (flange sensor failure) could not be reproduced. The unit was able to power on and run an infusion without discrepancies; however, a flange sensor test was performed which had failing results. Visual inspection of the grommet revealed to be slightly rotated interfering with the flange sensor. A review of the event history log (ehl) was performed, and it was noted that there were multiple occurrences of system error 21502 (flange sensor failure). The reported condition was verified. The cause of the condition was determined to be the grommet to be slightly rotated interfering with the flange sensor. The mechanism and flange assembly requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.